Manufacturer narrative:
Batch review performed on 02 january 2019: lot 157832: (B)(4) items manufactured and released on 21 april 2016. Expiration date: 2021-04-13. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During the primary hip surgery, the 62mm cup would not seat into the acetabulum. The surgeon removed the 62mm cup and implanted a 64mm cup with no issues. This caused a 5 minute delay in the case and the surgery was completed successfully. The agent stated the issue was discovered during the impaction phase and stated that the cup was loose inside of the acetabulum and would not fixate. The surgeon then elected to move up to the larger size cup.